Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Event description:
On (B)(6) 2014, the patient's sister-in-law reported the infusion set leaked insulin at the luer lock during a prime. She had initiated the prime twice but did not see insulin flow from the tube. She removed and reinserted the cartridge and reported the luer lock was properly connected. She completed another prime, and insulin leaked from the luer connection. She then reported the luer lock was not properly attached to the adapter. She corrected the issue and successfully primed the infusion set. The patient continued to use the product. Follow-up was completed on (B)(6) 2014. The infusion set was discarded and will not be returned for evaluation. No physiological effects were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.